Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2022, product type: lead; product ID: 977a275, serial/lot#: (B)(6), implanted: (B)(6) 2022, product type: lead. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 13-apr-2026, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they are seeing settings not available on their controller since last friday and the 'stimulator is not working'. Pt stated that they fully charged the implant because they were hurting so bad. Agent walked caller through checking settings and pt confirmed that stimulation is on group a. Agent reviewed settings not available information. Pt asked, agent reviewed eri. Agent was in the about section of the controller and pt reported seeing the error a couple days ago. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information from the patient indicated that the cause of the issue was that they had "two broken wires". They stated that the manufacturing representative (rep) was able to program the ones they had left to get the patient coverage. They indicated that the issue is resolved for now.